Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2012, a mitral valve replacement procedure was performed where this 27 mm sjm epic tissue valve was implanted. On (B)(6) 2015, the valve was explanted due to stenosis. A 27 mm tissue valve from another manufacturer was implanted and the patient was reported to be recovering.

Manufacturer narrative:
(B)(4). The results of this investigation concluded cusp 2 contained two tears in the base. There was thrombus on the outflow surface of cusp 3. There was a thin layer of fibrin on all three cusps. Special stains were negative for organisms and there was focal acute inflammation within the surface fibrin of cusp 3. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the fibrin, tears, thrombus, and inflammation were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.